Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that review of the periodic log file indicated that the patients controller was exchanged where it remained connected to the pump.

Event description:
It was reported that review of the periodic log file indicated that the patient's controller was exchanged.

Manufacturer narrative:
Section b3: date of event was estimated. Section d4: primary UDI corrected. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via log file analysis. No log files from the exchanged controller were submitted for analysis. In the submitted replacement controller log files, it was noted that on (B)(6) 2000 per timestamp, the driveline was connected to the replacement controller for unknown reasons, confirming the exchange. The pump periodic log file showed the system operating as intended prior to the exchange. Due to the lack of log files from the event controller and the nature of periodic log file, the exact cause for the exchange could not be determined. Attempts were made to obtain event information, but no response was received. No product was returned for analysis. The root cause for the system controller exchange was not able to be determined via this investigation. The device history records could not be reviewed due to the serial number of the system controller being unknown. The heartmate 3 patient handbook (rev g - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.